Manufacturer narrative:
(B)(4). Insulin pump was received with a broken battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was received with a blank display due to moisture damage on the electronic assembly. Also, pump was received with a moisture damage on the motor and vibrator assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped and had crack. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that because of hot whether they transpired and moisture entered into insulin pump so there was moisture behind the screen. The insulin pump will be returned for analysis.